Event description:
Metafix and trinity revision due to infection after approximately 1 month.

Manufacturer narrative:
Per 3762 - final report. X-rays, operative notes, patient age, activity level and medical history and an update on the patient following the revision were requested; however, the reporter confirmed that this information was not provided. The appropriate device details were provided and the relevant manufacturing and sterilisation records have been identified and reviewed. These devices were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilization method and sterile barrier system used to package trinity / metafix devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted and the root cause of the infection could not be determined, therefore, this case is now considered closed. However, should any additional information be provided then this case may be reopened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. Additional information were reported to be not available. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report.

Event description:
Metafix revision due to infection after approximately 1 month.